Event description:
The customer contact reported the device touchscreen is inoperable. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. During tasting at the user facility, the device touchscreen did not respond when pressed. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.